Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a lead fracture, high impedance and no capture. It was further reported that the patient had a presyncopal episode.the lead was reprogrammed until the patient could have a lead replacement. The lead was replaced. No further patient complications have been reported as a result of this event.